Event description:
It was reported that a user experienced a leaking insulin cartridge after a supply change, resulting in hyperglycemia while using the ilet system with an inset teflon infusion set; the user performed a full supply change with support and successfully resumed insulin delivery. Investigation included customer interview and troubleshooting with guidance to replace supplies and resume therapy. Further investigation of this case revealed that the cartridge was leaking and that therapy resumed after replacement, with blood glucose trending downward. Symptoms included elevated blood glucose up to 404 mg/dl with subsequent readings trending down to 344 mg/dl, and small to moderate ketones. Outcomes included transient interruption of insulin delivery with the need for troubleshooting and education, and recommendation to contact a healthcare provider for medical advice. It was concluded that the event was consistent with hyperglycemia associated with a leaking cartridge, and that replacement and proper setup restored function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.